Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). After bone resection, when trialing the femur, a gap of approximately 5 mm was observed between the component and the resected bone. The deep resection was not apparent on the bone model during burring. The surgeon was able to complete the case successfully by implanting the final implant components.

Manufacturer narrative:
As part of normal complaint f/u, an evaluation of the event has been conducted at mako surgical. Overall, this evaluation was determined to be inconclusive. The possible causes for this event which were evaluated however included suboptimal bone registration, resection not to plan, patient anatomy, and unintended array movement. Although the evaluation was inconclusive, it is suspected that array movement during the bone preparation step may have been the cause of this particular issue. The bone-prep-view of the posterior femur obtained from the session file of the rio used in the surgery indicates a possible shift in the surgeon's plan during. This translates to a possible array movement during the bone preparation step. Unintended array movement is a well known risk of navigated procedures and is documented as part of the rio's product literature. The suspected root cause has been communicated to the makoplasty representative at the site to prevent similar issues in future cases.